Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-09169.related manufacturer reference number: 1627487-2019-09170.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-09169. Related manufacturer reference number: 1627487-2019-09170. It was reported that patient feels stimulation even when system is turned off. Manufacturer's representative met with the patient and deleted all the programs from patient controller. Patient reported of feeling intermittent shocking sensation even when stimulation was turned off. Patient reported getting effective pain relief hence, existing programs were restored on patient¿s request. The entire scs system was explanted on (B)(6) 2019 to address the reported issue.